Manufacturer narrative:
The customer returned 8 unused strips in a plastic bag. Test strips have not been stored per product labeling in the tightly capped strip vial. Therefore the strips have been exposed to environmental conditions known to cause degradation.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Caller reported customer was very ill and ambulance took him to the hospital; was treated for elevated blood glucose level of 34 mmol/l. Caller stated customer had been treating for low blood glucose reading based on meter reading of 3.2 mmol/l. Reading did not match symptoms. Requested return of the alleged device for evaluation.

Manufacturer narrative:
This supplemental MDR is being submitted as a part of a retrospective review and remediation effort based on errors that occurred in the submission of mdrs for incorrect manufacturer name and/or address. A non-conformance report (ncr) ¿ 16847 to implement corrective actions was opened on january 29, 2025. Device performance and/or risk profile are not impacted.